Manufacturer narrative:
The reported complaint of the lifeband popping out of the autopulse platform (sn (B)(4)) couple of times was confirmed during visual inspection. However, user advisory - ua07 displayed during functional test. The investigation revealed that the root cause of the reported complaint was due the lifeband locking tabs on the motor cover and the encoder covers were broken as a result of wear and tear. Other than broken locking tabs clips identified, cracked screws bosses on the top cover and battery compartment of the platform were observed during visual inspection. All damaged parts were replaced. The autopulse platform is a reusable device and was manufactured in november 2009. The device has been operating for 9 years and has exceeded its expected serviceable life of 5 years. During archive data review, no significant discrepancy identified. The initial functional testing of the ap platform could not be performed due to ua07 (discrepancy between load1 and load2 too large). This issue was not related to reported complaint. To remedy ua07, the load cell modules were replaced. The ap platform was re-tested and passed all the functional tests. The platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During patient use, the life band popped off the board a couple of times and the autopulse platform (sn (B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large). The crew switched to manual CPR. No patient consequence reported.